Event description:
Per email from (B)(6): patient had clinic visit with md today. Per (B)(6), rn: patient is allergic to the adhesive in cleo's and medtronic quickset. Her allergy is so severe that she had internal swelling - her vagina / urethra swelled and was causing her to have difficulty urinating. She can only use (B)(6) moving forward. Reported to (B)(6) by health professional.